Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the thing seems to have quit. The patient called the doctor and they said to contacted manufacturer representative (rep). The patient contacted the two week and two days ago over the phone, and the rep said turn the stimulation off for two weeks and then call him back. Then the patient's healthcare provider (hcp) said to make sure to take tamsulosin to continue to go. The rep said the patient's nerves needed to take a rest. Patient wanted to know if turning the stimulation off is suggested. The rep said the nerves were possibly overworked. Patient said they are only on .5 volts. They didn't gradually get this way. It just all happened one night. The patient felt a huge difference all at once. It felt like after you take a catheter out you just can't go. Within 12 hours they went from going to not going. Redirected patient to the doctor. The doctor has the patient go through the rep. Patient is going to follow up with the rep on turning the therapy back on.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the therapy worked for their symptoms for the first two years and then it quit working and they had to go back on the tamsulosin in order to continue to go. They stated they could still "go" but they would have to force themselves to get started and go so they went back on the tamsulosin. They stated their symptoms of being unable to urinate that they had prior to getting the ins had come back. They stated after talking it over with their healthcare provider (hcp), the hcp told them it was possibly due to the fact that the ins had "turned" under their skin. They stated the hcp also said they were 73 and had had 6 kids so that was also something to consider as to why they were experiencing their symptoms returning. They stated the ins being "turned" made the skin protrude and that had happened before their symptoms started to come back around two years ago and that the hcp said it could be why their symptoms had come back. They stated the ins looked more "like a moon" under the skin and that the hcp said to just turn it off and go back on their tamsulosin and see if the ins would lay back down again but so far it hadn't. Patient services redirected the patient to follow up with their hcp about their symptom concerns and the ins being "turned." They stated they would reach out to their hcp. On 2025-jan-28 they called back wanting to clarify. They said it wasn't working. They could feel the stimulation it just was not helping their symptoms. It was not stimulating when they went to the bathroom and helping with their bladder symptoms. They would go back to their doctor after their colonoscopy about return of symptoms. They said they were fine if they took the tamsulosin. They said the battery in the back kind of flipped somewhat. They said their therapy worked perfect for the first two years. Then they were back and forth to the doctor. The doctor would have them turn off the therapy for a couple weeks and then turn it on and turn it off at night. They could only go to the bathroom if they took two tamsulosin's a day.